Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem is severely worn. Material analysis: damage consistent with the loss of taper lock was observed on the stem. No further material analyses were performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear. Visual inspection of the returned device indicated that the trunnion of the stem is severely worn, and the observed damage is consistent with the loss of taper lock. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Update: catalog numbers and lot codes of other devices listed in this report: std mitch trh cp sz 54/60; cat#mac-9988-5460; lot#fm60768. Mitch trh md hd sz50+0; cat#mmh-9988-0050 ; lot#fm61216.

Event description:
Revision of worn mitch /accolade.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: std mitch trh cp sz 54/60; cat#mac-9988-5460; lot#fm06076. Mitch trh md hd sz50+0; cat#mmh-9988-0050 ; lot#fm061216. Device not returned to the manufacturer.

Event description:
Revision of worn mitch /accolade.